Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - not known. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not known. What instruments were used to grasp the needle? Not known. Where was the needle grasped during use? Not known. Please describe any medical/surgical intervention required for this suture event including dates and results. Not known. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not known. Other relevant patient history/concomitant medications? Not known. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not known. What is the patient's current status? As far as we were informed, the needle was removed from the tissue and the patient is ok.

Event description:
It was reported that a patient underwent a breast lift and augmentation surgery on (B)(6)2025 and suture was used. After the implants were inserted, the surgeon began to suture the incision of the submuscular pocket in the breast in order to close it. According to the report, during the suturing, the needle broke and the part that fractured fell into the tissue. The surgeon could not locate the fractured part of the needle. The surgeon decided not to continue with the implantation of the implants, the implants were removed, the completion of the suturing of the breast pocket was carried out with another suture from the same box and two drains were placed. The surgery was delayed. After the patient awoke she was sent for an x-ray on site, which did not indicate the presence of the fractured part of the needle in her body. The surgeon decided to send the patient for a chest x-ray at another medical center. According to the report, the fractured part of the needle was located and removed from the patient's body under x-ray at the other medical center. The patient is expected to undergo today, at the original medical center, the completion of the breast implantation procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found h6 investigation findings: c22 - photo review a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the fractured part of the needle that was removed from patient's body will not be be returned for manufacturer's examination. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Investigation summary ==> the product was returned to ethicon for evaluation. One unopened sample that pertain to product code v443h was received for analysis. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirements. A photo was provided showing one foil packet and one used suture for product code v443h. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: the product received for analysis was v443h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code v443h. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.